Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low and high blood glucose. The blood glucose at the time of the incident was 49 mg/dl and the current blood glucose was 249 mg/dl. The customer declined troubleshooting for the low and high blood glucose. The customer treated high and low blood glucose and was able to blood glucose get down. The customer was reported that, the infusion set had air bubbles in it and able to removed air bubbles successfully. The insulin pump will not be returned for analysis.